Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver display was frozen. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and failed due to window damage and pictures were taken. A receiver charge and boot was performed and failed. A receiver download was performed and failed due to lcd damage. Confirmation of the complaint was undetermined. The probable cause was not found. No injury or medical intervention was reported.